Event description:
It was reported that this was a venotomy closure of three access sites in the right common femoral vein using a prostyle device after an interventional ablation procedure with one 6f sheath and two 8f sheaths. Reportedly, hemostasis was achieved on all access sites with a prostyle device. However, the 6f fast cath sheath had a nick in it, potentially from a prostyle needle coming into contact with the sheath. There was no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the full device was not returned. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. In this case, based on the reported information, it appears, when the needles were deployed, one of the needles nicked the sheath. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.